Manufacturer narrative:
Device used for treatment not for diagnosis. Bille, a., okiror, l., karenovics, w., routledge, t., (2012), experience with titanium devices for rib fixation and coverage of chest wall defects, interactive cardiovascular and thoracic surgery, 0, 1-8. Additional device info: this report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: bille, a., okiror, l., karenovics, w., routledge, t., (2012), experience with titanium devices for rib fixation and coverage of chest wall defects, interactive cardiovascular and thoracic surgery, 0, 1-8. This article describes the authors experience with two new titanium-based devices for chest wall reconstruction and stabilization. A retrospective analysis of 18 consecutive patients who underwent surgery for rib fractures or chest wall tumors requiring chest wall resection and reconstruction between october 2010 and march 2012 was conducted. Chest wall defects and rib fractures were fixed with titanium clips and bars or synthes titanium plates and synthes screws through a posterolateral thoracotomy. Six patients received the synthes titanium plates and screws. The other twelve received a competitor¿s product. The average follow up period of operatively managed patients was six months. The only report of complications was two patients had pain two months post-operative, which they were treated with morphine and another patient had pain seven months after surgery and require morphine treatment. There is not sufficient information to file multiple reports. This is report 1 of 2 for (B)(4) for the unknown plate.